Manufacturer narrative:
Additional information received by smiths medical/ICU on 8-jun-2022 via email and attached to complaint object: no patient incident.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro:1233400 it was reported that the pump had a failed battery.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were removed, the top and bottom cases are in good condition, the right plunger case was cracked, the battery pack was missing, but no contamination was visible. Functional evaluation included the power up process. Error codes were unable to be retrieved from the event history log due to constant alarm with no display. Results: the customer reported issue was duplicated as the returned device powered up with constant alarm and no display. Root cause of the reported event would be attributed to reprogramming from the base unit or bottom interconnect board to the top unit or main board, being incomplete. User error or improper device use is the actual root cause as the customer must have downloaded a program and did not complete the upload process from the device base to the head. There was no evidence of any damage or contamination found in the main printed circuit board or interconnect board. Actions taken included uploading software from the base unit via interconnect board to the head unit or main board, by performing power point process. Reprogram of firmware software to version v1.6.4. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.